Manufacturer narrative:
Other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2006. Product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the patient had a kinked catheter. The date of the event was reported as unknown and asked but would not be made available due to a legal/confidential reason. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting was performed. Interventions/actions that were taken to resolve the issue were unknown. At the time of the report the issue was not resolved but surgical intervention of catheter replacement was scheduled for (B)(4) 2017. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that a couple of months ago from (B)(6) 2017 the patient¿s catheter was replaced which corrected the intermittent issues of increased spasticity with the patient sitting down and improvement with the patient laying down. It was stated that it was several months that the issue of the intermittent symptoms of increased spasticity when sitting up was occurring. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient weighed "? 140 lbs" and it was noted that the patient was in a wheelchair. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: catheter. Corrected information: patient code (B)(4) no longer applicable.

Event description:
Additional information received reported that the pump was used to deliver baclofen 2000mcg/ml at 734.9mcg/day. Intermittent withdrawal was reported. It was unknown if there were any environmental, externalor patient factors that may have led or contributed to the issue. The patient stated that episodes would happen more often when they were more active and working outside. The patient had a catheter replacement done due to intermittent episodes of withdrawal. Per the reporter with the removal of the catheter the physician wondered if it was a kink at the anchor site. The catheter was replaced with great csf (cerebral spinal fluid) flow. The catheter was primed and the patient was being monitored overnight. The issue was resolved at the time of the event and the patient status was noted as alive, no injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(4) 2017. It was reported that the patient had a dye study and the surgery to replace the "tubing" was performed as the patient was intermittently getting no drugs. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(6) on 2017-jul-06. It was reported that the patient¿s medical history also included a spinal cord tumor removal (¿years ago¿). No further complications were reported or anticipated.